Event description:
It was reported that prior the procedure, upon attempting the priming step, the device did not function properly, making it impossible to complete the process. Two additional attempts were made, but without success. The surgery did not take place and has been rescheduled. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.